Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting pump. Malfunction code did not recur, and customer may continue to use pump while being advised to call back if issue recurs.